Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/04/2014 with the following findings: a review of the device history indicated multiple low battery warnings, two replace battery alarms, and evidence of excessive battery usage. The battery compartment was intact with no evidence of moisture ingress. The battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. The pump case was removed and evidence of moisture ingress was observed on multiple internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the lithium battery life in the pump was lasting up to a week and a half. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.